Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the clip was fired, but failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was available.